Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection. Concomitant medical products: mentor memoryshape breast implants 420cc, catalog number 3341305, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memoryshape breast implant 420cc and experienced an infection on the right side. As a result, the patient underwent removal on (B)(6) 2017. The device was replaced with a mentor memoryshape breast implant 420cc, catalog number 3341305, serial number (B)(4) post-explantation on (B)(6) 2017. See manufacturer report number 1645337-2019-19604 and 1645337-2019-19601 for additional events related to the contralateral/replacement devices.